Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade and hypotension. During a procedure to treat paroxysmal atrial fibrillation, after treating the left superior pulmonary vein (lspv), the device was maneuvered to reach the left inferior pulmonary vein (lipv). For a moment, the guidewire was in the vein and was able to move the catheter toward the vein but, when attempts were made to improve the position with the sheath, the catheter made a jump out of the vein. While attempting to reposition the system toward the vein, the anesthesiologist noticed a sudden drop in blood pressure, indicating a cardiac tamponade. An emergency exploratory sternotomy was performed to locate the bleeding source, which was identified as a perforation of the left atrial appendage. The patient is expected to fully recover. The device is not expected to return as it was disposed.